Event description:
Surgeon had a patient who 4 months post-op was displaying heavy effusions. The 200ml drainage and chronic but not acute cell count. The dr. Decided to go back in and remove the implant.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).